Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the unit failed pressure transducer test, safety valve test, flow transducer test and internal leakage test during pre-use check. Further investigation revealed pcb pressure transducer and pcb control defective. Issue solved by replacing the defective parts and unit was handed over to customer in working condition. However, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. Pressure transducers are part of the inspiratory and expiratory section and measures the pressure of the supplied gas. The output signal from this transducer is amplified. It is then used to calculate the absolute pressure of the gas to compensate for gas density variations due to pressure. The inspiratory pipe leads the gas from the connector muff to the inspiratory outlet and comprises connection for measurement of inspiratory pressure. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air the breathing software (which controls the delivery of gases to the patient) is executed by microprocessors and stored on control board and expiratory channel board. The software must be reinstalled if control board or expiratory channel board is replaced. The main responsibilities for pcb control board are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow. The control board comprises electronics including microprocessors for handling of air and o2 gas modules, airway pressure control with input from values measured by the inspiratory and expiratory pressure transducer and nebulizer control.

Event description:
Manufacturer's ref. #: (B)(4).